Event description:
On (B)(6), 2010, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. While the physician was trying to cannulate the contralateral gate, it was reported that the aneurysm sac had been perforated. The status of the patient quickly declined. The patient lost a large amount of blood and their blood pressure dropped to 40/30. Subsequently, chest compressions had to be performed. An occlusion balloon was inserted into the previously implanted trunk-ipsilateral leg component to occlude the blood flow. The contralateral leg component was deployed successfully and the patient's status began to improve. No further complications were reported. The patient is reported as doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.